Manufacturer narrative:
Clarification to a2 date of birth: hcp provided the patient's year of birth as "1979", but previous documentation received from the patient's original implant surgery showed a year of birth of "1997". The originally reported year of "1997" will continue to be captured until additional confirmation is received. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii

Event description:
Healthcare professional reported "capsular contracture baker grade iii". This record is for the left side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Healthcare professional reported "capsular contracture baker grade iii". This record is for the left side. The device has been explanted.